Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site to resolve the reported issue. Fse confirmed complaint from instrument calibration printout. Fse noted the substrate dispense stream appeared weak. Fse replaced the substrate solenoid valve and cleaned the substrate lines with canned air. The customer completed calibration run successfully without errors. No further action required by field service. The aia-360 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7 - error messages and flags, [0014] calibration data zigzag is an operating error generated when the calibration curve rates are not in ascending order. The solution is for the customer to repeat the calibration. The most probable cause of the reported event was due to faulty substrate solenoid valve.

Event description:
A customer reported getting error 0014 "calibration data zig zag" during calibration on the aia-360 instrument. The customer stated that it was due to calibrators being out of order. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.